Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt's son accidentally cut the driveline during a dressing change. The pt was flown to the hospital with low flow alarms but no pump stops. Technical support repaired the driveline later that day.

Manufacturer narrative:
The pt was discharged home and continues on lvad support with no further issue reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.